Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving unknown baclofen (500mcg/ml at 80.5mcg/day) via an implantable pump. The indications for use were unknown. It was reported that there was clear fluid oozing from the spine incision, and the pump pocket incision was poorly healing. There were no environmental, external, or patient factors that may have led or contributed to the issue. A dye study was performed on (B)(6) 2024. The catheter appeared to be patent with the tip at approximately t10. The spine pocket was open and no leaking was observed. Additional prophylactic purse string suture was tied around the catheter. The pump pocket was also opened and no leaking was observed. It was unknown if the issue was resolved at the time of the report. It was noted that the hcp had no further information. There was no known medical history relevant to the event. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that the cause of the event was not determined. At the time of this report, the issue had resolved.